Manufacturer narrative:
The universal seal has not been received for failure analysis evaluation.

Event description:
On (B)(6) 2026, intuitive surgical, inc. (Isi) received medwatch report (MDR) with MDR report mw5185441 stating: "a piece of rubber was seen sitting on top of patient's small bowel as soon as the scope entered the abdominal cavity, it was found that the rubber came from the da vinci universal seal. Surgeon was able to grab the foreign body out of the patient, obtained a new seal and circulator reported it to the clinical leader in charge of robotics." Isi has attempted to gather additional information regarding the reported event; however, no response has been received.